Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the probable cause as defective reagent syringe, sample syringe and sample probe. The fse replaced the reagent syringe, sample syringe and sample probe to resolve the issue. System performance was verified and the customer was satisfied. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low patient results for multiple analytes, including ion-selective electrolytes (ise) on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.